Event description:
It was reported that oversensing was seen on the ventricular lead during an in-office lead impedance measurement. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacemaker 2012 (B)(6), (B)(4) tissue valve 2009 (B)(6). (B)(4).